Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. Concomitant: 4196, implantable pacing lead, (B)(6) 2009; 6947, implantable tachy lead, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the bi-ventricular (biv) implantable cardioverter defibrillator (ICD) may have reached the elective replacement indicator (eri) early due to high thresholds on the left ventricular (lv) lead. The device was removed and replaced. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.